Event description:
The reporter stated that the surgeon had inserted a three piece silicone lens model aq2010v into patient's eye and realized the lens was torn. The surgeon cut the lens to remove the lens and replaced it with another model lens. No patient injury.

Manufacturer narrative:
Evaluation:a visual inspection of the returned product shows the lens is torn in half and a small portion is torn off and missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.